Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Additionally, it was reported that the customer has to press the wake button multiple times for the pump to respond. The customer's blood glucose (bg) level was impacted (600 mg/dl). The customer delivered a correction bolus to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
Screen on/ quick bolus button issue - (B)(4).